Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2018 due to hyperglycemia. The customer reported that the blood glucose was 30 mmol/l at the time of incident. The customer reported that she was not sure what happened to the cannula but there was some kind of a site issue. The customer stated that she started to use the insulin pump in january. The customer current blood glucose was 16 mmol/l. The customer stated that she tried two infusion sets and the first one she had a bent cannula and the second infusion set would not go in. Troubleshooting was not performed during the call. Product is not expected to return for analysis. Additional device related incident: infusion set ((B)(4)).